Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary drawer 4.1 had failed and displayed the message "please close". The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 04-nov-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that auxiliary drawer 4.1 had failed to open. A field service engineer (fse) investigated repeated issues with auxiliary drawer 4.1 failing to stay closed. Pharmacy staff initially tested the drawer via the storage space configuration page and found no issues. The fse removed the rear cabinet panel, examined drawer connections, and found nothing unusual. After powering down the station and removing the drawer¿s rear panel, the latch and latch sensors were inspected, with only a slightly loose hard stop noted, which was tightened. The position sensor and all connections were checked and found to be in good condition. The drawer was reassembled, the station restarted, and hardware testing was performed. The drawer was tested by opening and closing it multiple times without issue. Pharmacy staff also verified normal drawer function through repeated testing. The system functioned as intended after the field service engineer repaired the device.